Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarms noted and no moisture damage found on electronics assembly. The device also had a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer explained that the insulin pump was exposed to rain prior to the alarm occurring. Blood glucose value was 150 mg/dl. She was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.